Event description:
I had lasik surgery in 2006, and have suffered significant eye health issues ever since. While my eyesight is good, I developed superior limbic keratoconjunctivitis -slk- and severe dry eye syndrome. According to webmd, "it is believed that slk is present secondary to superior bulbar conjunctiva laxity, which induces inflammatory changes from mechanical soft tissue microtrauma." Ophthalmologists treated the slk with drops and environmental modifications for a full year with no success. I have since reluctantly had additional surgery - conjunctiva resection on both eyes, but am still experiencing problems. My ophthalmologists say they cannot begin to treat the dry eye syndrome until the slk is brought under control. Unfortunately, the lack of an adequate tear film aggravates the slk. I believe this vicious circle was directly caused by lasik surgery. Neither the surgeon nor the surgical center where I rec'd the lasik adequately warned me of the dangers. Although it was not bothering me at the time, they measured my tear production, determined I had dry eyes prior to surgery and started a course of restasis. Knowing what I do now, that alone should have disqualified me from the procedure. I urge the FDA to mandate stronger criteria to disqualify people for this procedure and to promote additional pt education prior to surgery. Dose or amount: bilateral surgery, frequency: once. Dates of use: 2006. Event abated after use stopped: no.